Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. Customer's blood glucose was not known. The alarm was resolved by an infusion set change. Troubleshooting could not be performed to determine cause, as issue had already been resolved. Customer stated no delivery alarms were recurring but did not wish to troubleshoot for this. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.